Event description:
It was reported that during an initial total knee arthroplasty, a tear was noticed in the inner sterile packaging of the patella implant. A second implant was retrieved to complete the procedure. There was no surgical delay or patient impact as a result of the malfunction and the procedure was completed without complication. Attempts have been made however no further information has been made available.

Manufacturer narrative:
(B)(4). Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.